Manufacturer narrative:
Batch review performed on 28 aug 2024. Lot 2304469: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 2028-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event: batch review performed on 28 aug 2024 ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2315554: (B)(4) items manufactured and released on 30-jun-2023. Expiration date: 2028-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 3 months from the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the liner and the surgery was completed successfully.